Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra stent retrievers, a non-penumbra sheath, a non-penumbra microcatheter and a guidewire. Prior to the procedure, it was noted that there was dissection in the carotid artery, which made access to the target vessel difficult. During the procedure, the physician advanced the jet7, microcatheter and stent retriever device through the parent catheter and into the target vessel. After completion of a pass, the physician removed the microcatheter and pulled the stent retriever device through the jet7. The physician did not want to lose access and therefore, left the jet7 in place. While advancing another stent retriever device through the jet7, the physician experienced resistance. After completion of another pass, the physician was unable to remove the stent retriever device and therefore, removed the jet7 and stent retriever device as a unit. Upon removal, the physician noticed that the jet7 accordioned. It was also reported that a contrast run was performed through the jet7 at some point. The procedure was completed using a new jet7, a new microcatheter, a new stent retriever device and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text: placeholder.